Manufacturer narrative:
According to the facility "the foley catheter fell out of the patient and upon inspection they discovered the foley balloon had ruptured". Per the facility "the catheter was in for 1-2 days when the incident occurred and an additional catheter had to be placed". No additional information is available at this time. A sample was returned, however, a definitive root cause could not be determined. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "the foley catheter fell out of the patient and upon inspection they discovered the foley balloon had ruptured".